Event description:
It was reported during in clinic follow up that the right ventricular lead perforated the cardiac tissue. Perforation was confirmed via computed tomography (CT). Small effusion was also noted. The product was explanted. The patient was stable.